Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) found that the station had no power again, and drawer was failed with no power. The fse replaced all boards, and the symptoms remained, it would shut off power and open drawer 7 immediately when powered on the system. The fse replaced the solenoid, but the issue persisted even after replacement of all parts. The fse disconnected the row board cable and tried one more time, problem persisted. The fse then replaced the faulty full height drawer and moved all cubies to new drawer, configured and tested functionality to resolve. The customer also tested and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.